Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During a routine clinic visit, interrogation of the patient's pump data revealed pump stoppage events had occurred during the night, while the system controller was connected to the power module via the patient cable. Inspection of the driveline was unremarkable and chest x-rays did not reveal any driveline damage. The patient was admitted for monitoring and troubleshooting. The patient was asymptomatic. On (B)(6) 2015, the power module patient cable was exchanged. The vad coordinator then manipulated the system and examined the percutaneous lead; the alarms were not able to be reproduced. The log file did not capture any subsequent pump stoppage events. The patient will be monitored closely. No additional information was provided.

Manufacturer narrative:
The power module patient cable (patient cable) was returned for analysis and the report of pump stoppage events was unable to be reproduced during the evaluation of the device. Visual inspection of the returned patient cable revealed no notable physical anomalies and the pins within the black and white power cable connectors were intact. Full functional testing of the returned patient cable was performed using laboratory equipment. Manipulation of the patient cable¿s black and white power cables during the testing did not produce a variance in voltage on the system monitor display. Electrical continuity tests performed on the patient cable did not reveal any conductor issues related to high resistance or shorts. The returned patient cable was found to function as intended and the evaluation of did not uncover any device issues that would have contributed to an interruption in pump function. The returned patient cable could not be correlated to the reported event; however, pump stoppage events were confirmed based on the information recorded in the system controller log file data submitted for analysis. The log file contained several pump stoppage events recorded between (B)(6) 2015 at 23.28 pm and (B)(6) 2015 at 11:22 am. These pump stoppage events only appeared to occur while the system was connected to the power module. A cause of the recorded alarms could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The center reported that the patient will continue to be closely monitored. No further information was provided. The manufacturer is closing the file on this event.